Manufacturer narrative:
(B)(4). Concomitant medical products: 10-104048 002150 m2a-t m/h rad 2hl shl 37/48mm, 15-105011 560460 m2a tpr hi carbon 37/28mm lnr, unknown stem. Report source: foreign country: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to the device was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 -2019 -04972, 0001825034 -2019 -04977.

Event description:
It was reported patient underwent total hip arthroplasty. Subsequently, the patient was revised approximately 12 years post implantation due to suspicion of pseudotumor. Attempts have been made and additional information on the reported event is unavailable at this time.